Manufacturer narrative:
The reported event, frayed cord overheats, was confirmed.

Event description:
It was reported that the cord of the device frayed and was overheating at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the cord of the device frayed and was overheating at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.